Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and the key failure is the tie wraps caused leaks.as stated on the repair statement additional malfunction on this device: minor leaks, no alarm, possible labeling issue per serial number tracking.